Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a blood infection coincident with the one-link catheter extension set. The cause of the phlebitis and resulting infection was due to backflow of blood which occurred when disconnecting from j-loop and flushing the lines. On an unknown date, the patient was admitted to the hospital for an unrelated indication. During hospitalization the event occurred. Treatment details were not reported. It was reported that the infection was contained however, it was not specified if the patient had recovered or was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Remove check mark from product problem. It was reported that a patient experienced a blood infection coincident with the one-link catheter extension set (a neutral displacement connector). Based on follow up received from the infection preventionist, the event of backflow is no longer a causation factor associated to the event of infection. There was no detailed information reported on the infection event and clinical manifestations that could have caused the reported event of blood stream infection. At the time of this event (unspecified date), the reporting facility had undergone several product conversions and product changes including flush syringes and j-loops. The facility went from standard flush to positive flush syringes. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.